Event description:
It was reported a patient underwent a surgery due to a pelvic mass (right ovarian cyst, left fallopian tube hydronephrosis, uterine cavity effusion, degree ii uterine prolapse, degree ii anterior vaginal wall prolapse, degree ii posterior vaginal wall prolapse, and stress urinary incontinence on (B)(6) 2023 and suture was used. When the doctor sutured the patient, the problem of pulling off suture needle happened . Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the procedure should be laparoscopic bilateral appendectomy under general anesthesia+transvaginal hysterectomy+vaginal anterior and posterior wall repair+vaginal sacral ligament high suspension surgery+cystocele repair surgery. Additional information has been requested and received.. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. * were there any patient consequences? * the batch/lot number, slwjzm for the vcpp81d was incorrect. Do you have the correct batch/lot number? The lot number was not recognized by the system. Please confirm product code. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.